Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was received in a closed ziploc bag identified with a biohazard label and sterilized by eo label; the bag was handwritten. Inside of the bag there was the pouch with the unit label of the product that reads the part number 998706 and lot number bmgrfm25. Inside of the pouch the was the tray with the balloon catheter with a balloon hub that reads "7 x 6cm" and "30 atm"; the wire hub reads "0.038(0.97mm) wire. The sample was evaluated in the bio testing lab performing a visual inspection of the device and it was noticed that the balloon was circumferential burst approximately 4cm to the distal tip. A potential root cause is inadequate material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: inflating the balloon catheter: fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. Attach the inflation device to the balloon lumen. Inflate the balloon. Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Deflating the balloon catheter: deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during the operation, the balloon of the ureteral balloon dilation catheter was damaged while performing dilatation. It was then removed and had no adverse impact on the patient. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the balloon of the ureteral balloon dilation catheter was damaged while performing dilatation. It was then removed and had no adverse impact on the patient. The user was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.